Manufacturer narrative:
The brakes not holding could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician adjusted the casters in order to resolve the problem.

Event description:
Account reported that brakes would not hold on this stretcher.